Event description:
It was reported that a plain old balloon angioplasty (poba) was performed for a heavily calcified 75-90% occluded lesion in the right coronary artery (rca) segment #2 by using a runthrough ns izanai guide wire (terumo), and an unspecified stent was deployed. An asahi sasuke catheter was used to guide an asahi sion blue guide wire. When the sasuke catheter was removed ex situ, the distal tip segment of the catheter was found detached. Removal of the wire fragment with an unspecified snare was successfully conducted. The intended procedure was completed, and the patient was returned to the ward. It was informed that there were no adverse patient effects caused by the reported event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported sasuke catheter was returned for investigation. The returned sasuke catheter was found with its tip segment together with the maker detached. Traces of polymer ductile fracture were observed tip-to-outer tube joint. Microscopic observation of the detached tip fragment found a bent. The mid part of the tip fragment was crushed and stretched, while the tip detachment end was found with traces of polymer ductile fracture, just as observed with the shaft detachment end. The tip length of the returned sasuke catheter, which was originally 4mm long, was starched to approximately 5.5 mm long. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensional stress generated with catheter manipulation might have been locally applied to the subject sasuke catheter while the distal segment of the catheter had been caught by the heavily calcified lesion. Consequently, the distal tip polymer of the catheter was stretched and detached due to ductile fracture. Although it was concluded that the reported event was not attributed to the product quality, it was concluded that the tip fragment removal by the snare was a health hazard, and the returned device was too severely damaged to rule out possible fragment left in situ. CAPA: no CAPA will be taken. The instructions for use (IFU) states: warnings: do not advance this product through a severely calcified lesion, severely stenotic lesion or occlusion lesion. Doing so may damage this product or a blood vessel. Precautions: this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. Malfunction and adverse effects: separation.